Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. A gradual and steady rise in impedances were noted since implant, with no noise or other out of range measurements. A non-invasive programmed stimulation (nips) test is expected for troubleshooting. This investigation will be updated when further information becomes available. No adverse patient effects were reported.